Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4. Primary UDI number, d4 expiration date, d9, h4 h3 evaluation: the product was returned to for evaluation. The returned product determined that it was received; forty unopened samples that pertained to the product code. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please confirm how many times did suture breakage occur during the procedure: per event description: "breakage of one of the strands during suturing¿ however, quantity of product involved was indicted as ¿2¿. Please clarify. > according to the event description ("breakage of one of the strands during suturing of the pulmonary vein requiring the passage of another thread. Bis repetita (again) with another yarn from the same batch therefore the batch has been removed from stock."), the issue occurred twice with 2 different devices. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * was there any patient consequence as a result of the two sutures breaking? * it was reported that there was "loss of time". Was the surgery delayed due to the event? If so, was there any change in the patient's postoperative care as a result of the prolonged procedure? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that the patient underwent a mono-pulmonary transplantation on (B)(6)2024. One of the strands broke during suturing of the pulmonary vein, requiring the passage of another thread. Bis repetita (again) with another yarn from the same batch. Loss of time was reported. No patient consequence was reported. Additional information was requested.